Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia, with the highest continuous glucose monitor reading of 180 mg/dl and a confirmatory glucometer value of 207 mg/dl, shortly after eating while using an inset infusion set on the abdomen and a dexcom g7 sensor; the user attributed the high glucose to recent food intake. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings and insufficient information regarding a device-related problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.